Event description:
It was reported that the spike of a flo-gard compatible blood set separated from the tubing of the set when spiking a bag. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and revealed that this batch was the only batch which had the spike to chamber junction assembled manually. For previous and subsequent batches, this junction was automatically assembled. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.